Manufacturer narrative:
Product ID 97745, serial# (B)(4). Product type programmer, patient product ID 97755, serial# (B)(4). Product type recharger, product ID 97745bp, serial# (B)(4). Product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight at the time of the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient, product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745bp, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that all the settings were off on the controller. They took pictures of their settings and they changed on their own. They reset the controller. Around the same time their controller started being slow when finding their device to charge the ins. It continued to take longer to connect to the ins and they got no device found. The day prior to the call the controller screen went blank when they were charging the ins. They cleaned off the battery and reset the controller and it worked. They thought all the occurrences were related to a bad battery. They reported that the controller locked up and couldn't find the device while charging. The controller battery pack was damaged when trying to remove it from the controller. No symptoms were reported. No further complications were reported or anticipated.